Manufacturer narrative:
Unit passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for rewind anomaly. The customer¿s blood glucose was 167 mg/dl. Customer stated that its already done it 4 times where is says rewind required delivery stopped and customer have to take out the reservoir and put it back on. The customer stated that they doesn't have any other alarms to cause this rewind to happen. The insulin pump will be returned for analysis.